Manufacturer narrative:
The investigation of vf/vt/af/at, product damage (sleeve damage), and low pump flow has been completed. The impella device was not returned for evaluation. The clinical states that the patient had multiple suction alarms throughout the case and patient unable to go over p-5 and p-4 on certain days. Patient had low volume on (B)(6) 2025. Pump was not returned for investigation. Data logs were investigated and no motor current spike was observed. Patient had suction alarms on multiple days and at the attempts of p-level increase. Patient was on the lowest end of flow range at p5 for most of the case. The patient most likely couldn't tolerate higher p-levels. Based on the data logs and clinical information, the root cause of the low pump flow issue was most likely patient condition related. As the necessary information was not provided, the root cause of the vt/vf was not determined. The root cause of the product damage- sterile sleeve issue was not determined since product was not returned for investigation. D6b explant date added g1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27970.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia (vt) and ectopy throughout support. The position of the pump was verified and the p level was decreased. Additionally, there were suction events that occurred throughout support. Furthermore, the anticontamination sleeve was disconnected from distal white lock. The patient survived.